Event description:
Pt reported obtaining back-to-back blood glucose results of 90 mg/dl, 129 mg/dl, and 242 mg/dl, while using the suspect device. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Pt stated that a level-one control test was performed on the suspect product and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.